Manufacturer narrative:
This is a final report. The meter and test strips have been returned and an investigation utilizing the returned products has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. Additionally: during troubleshooting caller noted that prior to performing the test she had been putting honey on customer's face and that the customer did not wash or prepare the test site prior to performing the blood sugar test. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter reported that on (B)(6) 2016 at 8:00 am customer received a reading of 122 mg/dl on customer's adc blood glucose meter, which was perceived as being high. Paramedics were called and upon arrival received a reading of 30 mg/dl on their meter at 8:05 am and transported him to a local healthcare facility. At the hospital customer was treated with unspecified "doses of sugar", in addition to being given a high carb breakfast. No further information was provided as caller declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. Date received by manufacturer was incorrectly documented in the initial MDR 30 day report. The correct date is april 19, 2016.